Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the sentinel, part # cms15-10c-us, batch # 0038087753. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis the sentinel was returned for device analysis. It was observed that both articulating distal sheath and distal filter were cut by the customer in order to remove the non-boston scientific (bsc) sheath and the proximal sheath was kinked. Investigation conclusion bsc has assigned an investigation conclusion code of adverse event related to procedure. Device analysis confirmed the reported failure to remove as the device was returned with the articulating distal sheath and distal filter cut in order to remove the non-bsc sheath. This type of event can occur due to interactions between devices as well as handling/technique during manipulation of the device. The proximal sheath was also noted to be kinked, which was not reported. This type of event can occur due to excessive forced as well as handling/technique during manipulation of the device.

Event description:
It was reported that failure to remove device occurred. A sentinel cerebral protection system (cps) was used during a procedure. A non-boston scientific radial introducer sheath was used. At the end of the procedure during withdrawal, the sentinel cps tip got stuck inside the non-bsc radial introducer sheath and could not be removed. The sentinel cps was cut and the entire non-bsc radial introducer sheath was removed. No adverse events occured.

Event description:
It was reported that failure to remove device occurred. A sentinel cerebral protection system (cps) was used during a procedure. A non-boston scientific radial introducer sheath was used. At the end of the procedure during withdrawal, the sentinel cps tip got stuck inside the non-bsc radial introducer sheath and could not be removed. The sentinel cps was cut and the entire non-bsc radial introducer sheath was removed. No adverse events occured.